Event description:
Boston scientific received information that during a follow up visit, this device and atrial lead displayed increased threshold measurements. Low out of range impedance measurements were displayed. It was thought there was lead insulation damage. During the previous follow up visit three months earlier, all lead measurements were normal. Reportedly, the patient with this device and lead experienced a fall several days prior to the follow up visit. The device was programmed to vdd pacing mode. As the device is reaching elective replacement indicator (eri) battery status, a replacement procedure was performed. This device was removed and replaced. During the procedure, it was further suspected the lead was fractured. It is unknown whether the lead is a boston scientific lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.